Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3058 urinary mgu ipg, implanted (B)(6) 2012; 3093-28 urinary mgu lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged due to the patient twiddling. An increase in threshold was noted along with the lead being unable to maintain capture. The lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.